Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-13528, 1627487-2019-13529, 1627487-2019-13532, 1627487-2019-13535. It was reported the patient may undergo surgical intervention for an unknown reason. Additional information is pending.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.